Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain via a manufacturer representative. It was reported that the wound at the patient¿s battery site opened up and the ins popped out of the pocket. The patient¿s doctor was unsure of they would remove the ins. Additional information was received from a manufacturer representative (rep). It was reported that surgery was performed on (B)(6) 2019. The physician cleaned out the wound and surrounding skin and closed the battery pocket. Cultures were taken from the ins site and the ins and leads were left in the patient. No further complications are anticipated.